Event description:
Customer reported one sars-cov-2 tma run, wl 000685-20201214-03, using assay lot 285123 on panther instrument sn (B)(4) which had two discrepant samples. The samples in question were initially positive with low rlu values, and these results were released. Customer then retested new aliquots from the samples on two non-hologic platforms where they resulted negative. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. The positive results were reported out, but there was no indication of associated/reported adverse events.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found no instrument or assay performance issues; ts noted that since customer retested the samples on a different platform, it was impossible to compare results. In the affected wl, there were three instances of positive samples in sequence, indicative of touchpoint contamination. Hologic product applications specialist (pas) reviewed logs and agreed with ts's findings; the samples were likely low-target or mishandled since the wl was valid with expected results and kinetics. Customer understood and reported no further issues. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((eua (B)(4)), aptima sars-cov-2 ((eua (B)(4)), and aptima sars-cov-2/flu ((eua (B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.